Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient did recently have an MRI and it had not been less than 2 hours since the patient had exited the MRI field. Per the reporter, the patient was in the clinic for a normal refill today and when they interrogated the pump it said it had been stalled for 1092 hours. The reporter confirmed the patient did have an MRI on (B)(6)2019 and a motor stall recovery occurred. There were no patient symptoms and no further complications were reported or anticipated regarding the event.